Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead micro dislodged shortly after its implant, leading to high pacing thresholds and low amplitude. A surgical revision was performed wherein the lead was successfully repositioned. The rv lead exhibited normal electrical measurements after the reposition. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Information was subsequently received that on the date of the dislodgement procedure, noise was recorded. No adverse patient effects were reported.